Event description:
It was reported by service report that the zoom function was intermittent and zoom wheels were sticking. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Zoom handle; motor shaft.